Manufacturer narrative:
Manufacturer's preliminary comments: based on the first information available, the report described a needle broken (between the plastic and metal junction) and device fragment embedded (remained under the gingiva and was surgically removed 3 days after the incident) with the suspected medical device ultra safety plus twist following an anesthesia via infiltration to teeth #36/#37 for an unspecified procedure. No other impact has been identified for the patient. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g. Bone). Few elements are provided in this case to conclude therefore, pending quality investigations and/or additional information, no root cause could be determined and an incorrect use of the device cannot be excluded. Based on the preliminary analysis, pending quality investigations, no CAPA is required.

Event description:
Spontaneous report from sweden. Local reference: (B)(4). Quality complaint was opened: references #(B)(4), this initial serious case report was received on 02-oct-2023 by email from dentist via local partner. Follow-up #1 was received on 05-oct-2023 from the authority by email. All the information were processed together. Description of the incident (narrative): the report described a needle broken and device fragment embedded with the suspected medical device ultra safety plus twist following an anesthesia via infiltration to teeth #36/#37 for an unspecified procedure. This case occurred with an adult male patient with an unknown medical history. On (B)(6) 2023, during infiltration anesthesia, the needle loosened and broke at the section between the plastic and metal junction. A part of the canula remained under the gingiva. On (B)(6) 2023, 3 days after the incident, the embedded fragment was surgically removed. No other impact has been identified for the patient. No other information available. Other information of product: ultra safety plus twist part a (injection device) and part b reusable and sterilizable (blue handle), 0,3mmx10mm, batch number : f51788aa, expiry date: 30-apr-2026.   This case is considered serious as intervention was needed to prevent permannent damage/impairment. Manufacturer's preliminary comments: based on the first information available, the report described a needle broken (between the plastic and metal junction) and device fragment embedded (remained under the gingiva and was surgically removed 3 days after the incident) with the suspected medical device ultra safety plus twist following an anesthesia via infiltration to teeth #36/#37 for an unspecified procedure. No other impact has been identified for the patient. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g. Bone). Few elements are provided in this case to conclude therefore, pending quality investigations and/or additional information, no root cause could be determined and an incorrect use of the device cannot be excluded. Based on the preliminary analysis, pending quality investigations, no CAPA is required.

Manufacturer narrative:
Description of the manufacturer's evaluation concerning possible root causes/causative factors and conclusion: causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g. Bone). The tests were performed on sofic retention samples from the same batch, the defective incriminated device wasn't returned for investigation. All tested needles did comply with the specifications. No quality issues were detected on the products from this batch during testing. In the absence of defect during investigation and tests and without further information, the root cause of the reported issue could not be determined. Use error/abnormal use cannot therefore be excluded. Final comments from the manufacturer: no quality defect detected. Use error/abnormal use cannot be excluded. No CAPA implemented. Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): following the performed investigation, no specific root cause identified. All tested samples were compliant. During manufacturing process, the in-process control results are compliant within specifications. Without product quality defect confirmed that could lead to the claimed incident and undetermined root cause, no specific corrective action will be implemented.

Event description:
Spontaneous report from sweden. Local reference: (B)(4). Quality complaint was opened: references #(B)(4). This initial serious case report was received on 02-oct-2023 by email from dentist via local partner. Follow-up #1 was received on 05-oct-2023 from the authority by email. Follow-up #2 was received on 17-nov-2023 from quality department by email. All the information were processed together. Description of the incident (narrative): the report described a needle broken and device fragment embedded with the suspected medical device ultra safety plus twist following an anesthesia via infiltration to teeth #36/#37 for an unspecified procedure. This case occurred with an adult male patient with an unknown medical history. On (B)(6) 2023, during infiltration anesthesia, the needle loosened and broke at the section between the plastic and metal junction. A part of the canula remained under the gingiva. On (B)(6) 2023, 3 days after the incident, the embedded fragment was surgically removed. No other impact has been identified for the patient. No other information available. Other information of product: ultra safety plus twist part a (injection device) and part b reusable and sterilizable (blue handle), 0,3mmx10mm, batch number : f51788aa, expiry date: 30-apr-2026.   This case is considered serious as intervention was needed to prevent permanent damage/impairment. Manufacturer's preliminary comments: based on the first information available, the report described a needle broken (between the plastic and metal junction) and device fragment embedded (remained under the gingiva and was surgically removed 3 days after the incident) with the suspected medical device ultra safety plus twist following an anesthesia via infiltration to teeth #36/#37 for an unspecified procedure. No other impact has been identified for the patient. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g. Bone). Few elements are provided in this case to conclude therefore, pending quality investigations and/or additional information, no root cause could be determined and an incorrect use of the device cannot be excluded. Based on the preliminary analysis, pending quality investigations, no CAPA is required.